Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and did not duplicate the alleged malfunction. The ventilator passed all the required testing.

Event description:
It was reported that during service it was identified ventilator had ventilator inoperative conditions. No patient involvement reported.